Event description:
Per the clinic, the patient experienced infections at the abutment site, and was treated with topical antibiotics starting in (B)(6) 2020 (specific date and duration not reported). The implanted device remains.